Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was it discovered that there was leakage after the initial procedure? On (B)(6) 2017: there was no problem by x-ray inspection. On (B)(6) 2017: the patient claimed the abdominal pain. On (B)(6) 2018: the re-operation was done. Could you please clarify the ¿index¿ operation? Is this referring to the initial procedure? Yes. What was done to fix the damaged tissue? No information from the hospital. Did the surgeon have to re-operate? Yes. On (B)(6) 2018: the re-operation was done and the drainage. What is the current patient status? The patient was recovered and discharged. Were there any staple formation issues identified? No problem was observed with the deployed staples. Were there any anastomotic integrity issues noted throughout the staple line? No information. What is the proposed cause of the hole 9 mm above the staple line? No information. Does the surgeon believe the hole identified is related to an alleged deficiency of the device? No information. Dr. Commented that the reason of leak was unknown, but the possibility of the relation with the device could not be denied.

Event description:
It was reported that 9 days after an open total gastrectomy, leakage occurred. The device was used between the esophagus and the jejunum. The damage on the tissue was observed on the esophagus side of the anastomosed site, 7 or 9mm right above the staples. After the index operation, x-ray fluoroscopy was taken and no problem was observed with the created donuts and the deployed staples. There were no adverse consequences to the patient. No device will be returning.